Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 130.2 cm from the top of the connector to the break and includes a kink approximately 84.5 cm from the top of the connector. The second piece measured approximately 155.5 cm from break to tip and a kink was also noted approximately 5.7 cm from the break. Exposed glass portion of the tip measured approximately 3.4 mm and was fracture. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached, likely as a result of handling during setup of the procedure. The remainder of the tip was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a flexiva 200 laser fiber was used in a procedure performed on unknown date. According to the complainant, the laser fiber was noted to be broken out of the package. No patient complications were reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.